Manufacturer narrative:
A3b: gender: n/a , d6a: implanted date: device was not implanted , d6b: explanted date: device was not explanted, h4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported a self-deflating tr band. No patient harm occurred, and normal recovery and discharge protocols were followed. Blood loss was less than 250cc. The procedure prior to the tr band application was a cardiac catheterization. Additional information received on january 23, 2025: after initial inflation, the tr band was noted to be losing air. This occurred before the patient left the procedural room for the recovery location.